Event description:
It was reported that during a low anterior resection procedure, the staples were not deployed partially. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Same event as MFR report #: 2134265-2009-06534. It was reported that during a rotational atherectomy procedure, a dissection occurred. The lesion being treated was located in a sharp curve of the left circumflex artery (lcx). During operation of the rotalink plus burr, the burr came in contact with the unk guide catheter, making noise, and causing the rotalink system to stall. The physician encountered difficulties removing the burr, and a dissection occurred in the protected left main. The burr was removed, and the dissection was treated with stenting. No further complications were reported, and pt's status was reported as 'fine'.

Manufacturer narrative:
(B) (4). (B) (4). Instrument b: batch # f5v92t, exp date: 05/01/2014; mfg date: 06/01/2009; the analysis results found that the cdh29 device a arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the cdh29 device b arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.